Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the database of the system has a problem. A field service engineer replaced comm sled and power module, still not seeing the command controller or any devices then replaced the database, doing a data sync and determined that the problem was not software related following their checks after replaced the row board in the application the pockets are not seen in the drawer 2.1, 2.2, 3.1, and 4.2. Then replaced the drawer controllers in the application, the drawers are still not recognizing the pockets when put into place in storage space configuration, finally the problem was with the database. Site staff worked with tsc by "resetting" the affected drawers to resolve. The system was functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device lost configuration on all drawers after rebooting due to database issue. A field service engineer replaced the comm sled and power module. He also replaced a row board for a row in drawer 2.1 and drawer controllers for drawer 2.1, 2.2, 3.1, and 4.2. Ultimately, site staff along with the technical support specialist resolved the problem by ¿resetting¿ the affected drawers. The system functioned as intended after the device was assessed by the technical support specialist and troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had configuration issue on all drawers, prevented user from accessing medication causing a 30 minute delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had configuration issue on all drawer prevented user from accessing medication causing delay in patient care. The customer added that there was a 30-minute delay and no adverse effect. There were no adverse events or injuries reported based on this event.